Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intra ocular lens implant procedure, the patient experienced poor distance vision. The implant was later exchanged in a secondary procedure. Additional information has been requested.